Event description:
It was reported that the patient presented for a generator change. The set screw could not be loosened. A bone cutter was used to cut the header on the device and the lead was removed. The patient was stable, before, during and after the procedure.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. Visual examination revealed no anomaly other than damage to the header. The set screw was visualized a microscope and it was noted that the set screw was partially stripped and contained septum material which could have caused difficulty to loosen the screw and releasing the atrial lead. The cause of set screw anomaly was determined to be a stripped set screw.